Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the patient's knee was loose and hyper extending. The posterior stabilized peg had sheared off and it was removed with the poly."